Manufacturer narrative:
Eua#: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, 8 false negative results were obtained. Confirmatory testing was performed using a different brand of antigen test, and the results were positive. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: it was reported that there are false negatives.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, 8 false negative results were obtained. Confirmatory testing was performed using a different brand of antigen test, and the results were positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: it was reported that there are false negatives.

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against false negative. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.